Manufacturer narrative:
Returned product analysis revealed a break in the hypotube. The device was received in two sections as a result of a break in the hypotube located 50.5 cm distal from the strain relief. Microscopic examination of the break site could find no issues that could have contributed to this complaint. No other complaints have been received for this batch of devices. The shop floor paperwork for batch 6420060 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications.

Event description:
Reportable based on analysis completed on (B)(4) 2005. It was reported that prior to a coronary stent procedure, a hole in the balloon was noted after removal from the package. No patient injuries or complications were reported.